Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for failure to adhere or bond to the leaflets and clip caught in chordae can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that the leaflets were difficult to grasp due to the presence of a cleft. The clip likely interacted with the anterior leaflet chords at this point, which resulted in the device entrapment. Based on the information reviewed and the evaluation of the returned device, the cause for the failure to adhere or bond and chordae entanglement / device entrapment were found to be related to patient anatomy / procedural conditions, and not related to the device. The reported patient effects of mitral regurgitation (worsening) as listed in the mitraclip system instructions for use (IFU), is a known potential complication associated with the mitraclip procedure. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional clarification for follow up report: while increasing the displacements of the maneuvers, with clip delivery system (cds 103007415/14), the clip was freed, but a flail chord was observed which resulted in increased mr to 4+.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, clip delivery system ((B)(4)), lift, support plate, stabilizer. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds ((B)(4)) referenced is being filed under a separate medwatch report.

Event description:
This report is submitted for the clip delivery system ((B)(4)). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. A cleft was noted on the posterior leaflet. It was decided to attempt to treat the patient. Functional testing of the cds ((B)(4)) was performed without issue. The cds was advanced, and over 12 attempts were made to grasp the leaflets, but a good grasp could not be achieved due to the cleft. The clip then became caught in the anterior chordae. Many measures were made to free the clip, including cycling the grippers while the clip was in an inverted state. While increasing the displacements of the maneuvers, the clip was freed, but a flail chord was observed which resulted in increased mr to 4. The grippers became unresponsive at the handle which was not immediately after becoming freed from the chords. The cds was removed from the guide, and the gripper line was observed broken. No portion was left in the anatomy. A second cds ((B)(4)) was advanced to treat the flail, but grasping was difficult. The clip reduced the jet, but the mr was still at 4+. A third cds ((B)(4)) was inserted. Many grasping attempts were made, but the clip could not grasp the posterior leaflet due to the vicinity of the jet to the cleft. This clip eventually became caught in the anterior chordae. Maneuvers were made to free the clip, but were unsuccessful. The team decided to deploy the clip despite not having any posterior leaflet insertion. There was no device issue with the third cds. The patient's mr remained at 4+. The patient received mitral valve surgery and is recovering well. No additional information was provided.